Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating and subsequently led to the pump shutting down. The customer experienced an elevated blood glucose (bg) levels (value not provided). Bg was addressed by administering a bolus. Reportedly, the customer continued to use the pump for insulin therapy.